Manufacturer narrative:
The manufacturer previously received information alleging an issue related a to CPAP device's sound abatement foam. In the previous report, section b5 was incorrect, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in a voluntary medwatch (mw5103644), alleging a patient developed left eye infection, exercise induced asthma, lightheadness and dizziness, sore throat related to a CPAP device's sound abatement foam. The patient was prescribed antibiotic eye drops in response to the reported event. The reported event that the patient was diagnosed with "exercise induced asthma" is assessed as a serious injury but not related to the device. Based on the available information, the manufacturer concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received a voluntary medwatch (mw5103644) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an eye infection, and exercise induced asthma. The patient was prescribed prescription eye drops in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.